Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an issue with a ventilator's internal battery. During the evaluation at the manufacturer's service center, the device failed a step during testing. The sensor board was replaced to address the issue.